Event description:
In 2002, a clinician submitted a request for replacement freehand system components. However, the reason for this request was unclear and did not resasonably suggest that an MDR reportable event had occurred. Clarification was requested and, on 08/21/2002, it was determined that this pt may have a freehand implanted epimysial electrode that has malfunctioned. The clinician reported that this pt routinely places their forearm on the edge of a table to write, which may have cut the insulation of this electrode lead. Testing is required to determine the actual malfunction. A revision surgery to replace the electrode will be required to restore device function. The identity of this pt and all related info (date of birth, sex, date of implant, specific device identification, etc). Are unknown at this time, but a follow-up report will be sumbitted when this info is available. Also a follow-up report will be submitted following a revision surgery.